Manufacturer narrative:
Explant date: if explanted, give date: there is no indication that the lens was explanted. Initial reporter's phone number: (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to the manufacturer has been submitted.

Event description:
It has been reported that a patient had a tecnis symfony toric implanted (B)(6) 2015. Reportedly, the patient is complaining about inadequate intermediate (not able to work on a computer) and near (not able to read without glasses) vision. The patient has been visiting the surgeon for check-ups nearly every month after the implantation. The patient does not accept the visual outcome, but refuses corrective treatments. The lens remains implanted. Additional information was received and it was learnt that the right eye can definitely see well but the left eye has problems. This report represents the lens implanted in the left eye. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (iol) was implanted on (B)(6) 2015 in the left eye (os) of the female patient. The lens, initially positioned at 95 degrees was noticed at 78 degrees, therefore it was repositioned on (B)(6) 2015. The account provided the serial number of the lens implanted in the left eye and in the right eye of the patient, without specifying which one is related to this report. Zxt150 +23.5 diopter - serial number (B)(4). Zxt225 +23.5 diopter - serial number (B)(4). Visual acuity pre-operative: left eye: buva (uncorrected visual acuity) 0,2 - bcva (best corrected visual acuity) 0,7 (+0,75 ds -0,75/175 dc). Visual acuity post-operative (after the cataract surgery): left eye: buva 0,5 - bcva: 0,7 (+0,25 ds -0,75/65 dc). Reportedly the patient is unhappy with the reading and the intermediate visual acuity but refuses to undertake any additional treatment. Updated the following fields: sex/gender: female. Adverse event and/or product problem: updated from adverse event to adverse event and problem outcomes attributed to adverse event: updated from other to required intervention if implanted, give date: (B)(6) 2015. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.